Event description:
The customer reported that the workstation handle detached from the side of the unit. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation handle was replaced. The broken handle was also sent for further eval. The system was tested and found to be working as intended and returned to service.